Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving prialt 15.0 mcg/ml at 5.291 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2016 that the patient¿s alarm was going off with a two tone critical alarm sound on (B)(6) 2016. It was noted that the patient fell last wednesday (B)(6) 2016. It was indicated the caller had talked to the clinic but the patient¿s doctor was out of the office. It was also noted that the patient had a brain injury and gets dizzy and does fall but the patient was not going through any withdrawals as the medication was not a narcotic. It was later reported that the hcp contacted a manufacturing representative for troubleshooting related to the critical alarm. The patient was seen in the office on (B)(6) 2016. The pump was interrogated, and it was found to have a motor stall. The cause of the critical alarm was determined to be a motor stall. The session data report showed: motor stall occurred: (B)(6) 2016 at 20:08 motor stall recovery occurred: (B)(6) 2016 at 23:19 motor stall occurred: (B)(6) 2016 at 09:59 motor stall recovery occurred: (B)(6) 2016 at 05:26 motor stall occurred: (B)(6) 2016 at 09:32 motor stall recovery occurred:(B)(6) 2016 at 03:25 motor stall occurred: (B)(6) 2016 at 18:07 motor stall recovery occurred:(B)(6) 2016 at 03:38 motor stall occurred: (B)(6) 2016 at 18:24 motor stall recovery occurred: (B)(6) 2016 at 00:33 motor stall occurred: (B)(6) 2016 at 01:47 motor stall recovery occurred: (B)(6) 2016 at 00:26 motor stall occurred: (B)(6) 2016 at 03:10 stopped pump period may exceed tube set: (B)(6) 2016 at 03:21 motor stall recovery occurred: (B)(6) 2016 at 16:23 motor stall occurred: (B)(6) 2016 at 00:23 motor stall recovery occurred: (B)(6) 2016 at 09:16 motor stall occurred: (B)(6) 2016 at 11:58 stopped pump period may exceed tube set: (B)(6) 2016 at 11:58 the patient was going to have a revision of his pump due to ¿end of life.¿ the hcp claimed that the motor stall occurred due to the pump being close to elective replacement indicator (eri); eri was six months out. There were no symptoms associated with the motor stall. Explant and revision occurred on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.